Manufacturer narrative:
The device has not been returned to the manufacturer for investigation. If the device is returned, investigation will be completed by product analysis. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging on (B)(6) 2015, the patient experienced hyperglycemia while on insulin pump therapy with the meter blood glucose (bg) measurement of 30 mmol/l accompanied by symptoms suggestive of hyperglycemia of nausea and moderate urinary ketones. The patient was treated at the hospital emergency room with IV fluids and other treatment that was not detailed. The reported alleged that the patient's bg excursion was the result of an occlusion issue. Troubleshooting by animas customer technical support revealed that the cartridge was not being used per the instructions for use. Additionally, the reporter stated that the patient was experiencing other conditions that may have contributed to this bg excursion; the patient was said to have the "sick bug." This complaint is being reported because the patient reportedly experienced a blood glucose excursion while on insulin pump therapy related to a training/misuse issue as well as other health conditions. The device is not available for return to the manufacturer for investigation.